Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that noise was generated in the image, but the endoscopic image was still visible. The scope connector scope guide pin was also broken. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the light source experienced a sand storm image and image noise. The issue was found during preparation for use in an unspecified procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and associated h6 codes. Additionally, a correction was made to h6 medical device problem code, to more accurately reflect the reported image issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the noise appeared on the image due to a failure of the low voltage switching device board. Olympus will continue to monitor field performance for this device.